Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.